Event description:
Advocate stated her son received a blood glucose reading of 328mg/dl on the contour next link, retested on a different meter and the reading was 80mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.